Event description:
A return was received stating the white tubing came apart from the green tubing. Surgery was not in progress as it occurred during setup. Therefore, surgery was not delayed as they opened a new pack. There was no effect on the patient.